Manufacturer narrative:
E1: patient country: saudi arabia. Name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced that the infusion set cannula was bent on the first day of use and had experienced high blood glucose event for one to two hours which was treated by pump on (B)(6) 2026. The site location was thigh.